Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) was contacted for guidance, however disk data was not available. Urgent replacement was recommended. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No adverse patient effects were reported.